Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report #: (B)(6) 2010. A visual inspection of the incident device revealed that the jaw wire was severed, exposing bare wire. The wire most likely caught on another object such as a trocar, causing the wire to pull out and break. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient.

Event description:
The customer initially reported that there was a wire sticking out from the instrument jaw. The instrument was not used. There was not patient injury. The incident device was returned and a visual inspection revealed that the wire loop was severed, exposing bare wire.